Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article, the use of nbca medical adhesive in tension free inguinal herniorrhaphy is effective and safe.

Event description:
Article received titled "nbca medical adhesive (n-butyl-2-cyanoacrylate) versus suture for patch fixation in lichtenstein inguinal herniorrhaphy: a randomized controlled trial". The article compared the effectiveness of nbca and traditional suture for patch fixation in lichtenstein tension free herniorrhaphy for inguinal hernias. Per the article adverse events included hematoma and pain.